Manufacturer narrative:
Reported issue of clip falls into the patient in an open state. The device has been received for analysis; however, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of five devices used during the same procedure. Manufacturer report # 3005099803-2015-02699 pertains to the first resolution clip device, manufacturer report # 3005099803-2015-02700 pertains to the second resolution clip device, manufacturer report # 3005099803-2015-02701 pertains to the third resolution clip device, manufacturer report # 3005099803-2015-02702 pertains to the fourth resolution clip device and manufacturer report # 3005099803-2015-02703 pertains to the fifth resolution clip device. It was reported to boston scientific corporation that five resolution clip devices were used in the duodenum during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the clip closed onto the ulcer and was deployed; however, the clips failed to stay completely closed and sprang back open to fall into the patient in an open state. The same event happened with the other four clips. The clips were left to pass naturally and the procedure was completed with other resolution clip devices. There were no patient complications reported as a result of this event. The patient was reported to be doing well at the conclusion of the procedure.

Manufacturer narrative:
A visual examination of the returned resolution clip device noted that the clip was fully deployed. The clip assembly and over sheath assembly were not returned. A kink was noted on the control wire. This failure is likely due to anatomical/procedural factors encountered during the procedure which limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
Note: this report pertains to one of five devices used during the same procedure. Manufacturer report # 3005099803-2015-02699 pertains to the first resolution clip device, manufacturer report # 3005099803-2015-02700 pertains to the second resolution clip device, manufacturer report # 3005099803-2015-02701 pertains to the third resolution clip device, manufacturer report # 3005099803-2015-02702 pertains to the fourth resolution clip device and manufacturer report # 3005099803-2015-02703 pertains to the fifth resolution clip device. It was reported to boston scientific corporation that five resolution clip devices were used in the duodenum during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the clip closed onto the ulcer and was deployed; however, the clips failed to stay completely closed and sprang back open to fall into the patient in an open state. The same event happened with the other four clips. The clips were left to pass naturally and the procedure was completed with other resolution clip devices. There were no patient complications reported as a result of this event. The patient was reported to be doing well at the conclusion of the procedure.